Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The insulin pump was received with normal current. No off and on anomalies noted. No unexpected button sticking anomalies noted. The pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call of a keypad anomaly from the insulin pump. The customer's blood glucose level was unknown. The customer stated that the act button had been sticking. The customer stated that the up and down buttons have not been responding properly. The customer could not recall any significant event leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a backup plan.